Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump head stopped working, possibly due to loose contact on the cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the motor was in use at the time of the event. The event was not resolved, and the cause of the event was not able to be determined. It was unknown if there were any alarms or if the system was exchanged. It was unknown how long after priming the circuit that the event occurred. There was no harm to the patient as a result of the event. The patient's status was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system unexpectedly stopping was not confirmed. The returned centrimag motor (serial number (B)(6) was functionally tested and performed as intended. Atypical events were unable to be reproduced throughout all testing, even when the motor¿s cable was manipulated. The inner wires within the motor¿s cable were also measured for continuity, and no atypical measurements were observed. Available information for this event indicates no harm occurred to a patient as a result of the event, and further information was not provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number(B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.